Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a software error. The customer stated that she had had the alarms turned off and the alarm clock was set. She was unable to clear the alarm. The customer's blood glucose was 166 mg/dl. Customer stated that the alarm did not occur during priming. The customer also reported that the insulin pump had previously alarmed motor error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan.